Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with a depleted energizer recharge nickel-metal hydride battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Unit uploaded properly using carelink. Unit had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: (B)(6) 2020 daily total of all insulin delivered = 112.55, (B)(6) 2020 daily total of all insulin delivered = 99.175, (B)(6) 2020 daily total of all insulin delivered = 91.05, (B)(6) 2020 daily total of all insulin delivered = 122.225, (B)(6) 2020 daily total of all insulin delivered = 122.675, (B)(6) 2020 daily total of all insulin delivered = 55, (B)(6) 2020 daily total of all insulin delivered = 30.9.

Event description:
It was reported via phone call that the customer passed away in a college dormitory. The cause of death was diabetic ketoacidosis. The caller stated that the customer had high blood glucose and diabetic ketoacidosis that may have led to the customer's passing. The customer¿s blood glucose was over 700 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The caller stated the medical examiner already returned the insulin pump for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The autopsy report revealed that the exact blood glucose reading of the customer was 714 mg/dl and the immediate cause of death was listed as diabetic ketoacidosis with other significant conditions listed as insulin dependent diabetes mellitus, adrenal insufficiency, and hypothyroidism. There is a legal allegation associated with this customer's passing.